Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report an image was backwards on the screen. Site had not docked yet, tse had site adjust the grey part that attaches to the arm around and image flipped to correct position. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the site to reseat the endoscope to the arm. Upon adjustment, the image orientation corrected to the expected position. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation. The probable root cause may be attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.